Event description:
High impedance and low output current seen on the patient's device.

Manufacturer narrative:
Section b6. Relevant tests/laboratory data, including dates: corrected data; supplemental MDR 1 did not include settings and diagnostics.

Event description:
The patients generator and lead were explanted and replaced. The facility the surgery occurred at does not return explanted devices, therefore the products have likely been discarded.

Event description:
The patient was referred for vns revision surgery due to high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.